Event description:
Reference MDR #1219856-2010-00652 for the first event and MDR #1219856-2010-00680 for the third event involving the same pt. It was reported that pt was in the cath lab and the intra-aortic balloon (iab) was prepared well. When the iab was being inserted, it became "stuck in sheath." The iab and sheath were removed together and another attempt was made. There was no reported pt death, injury or complications. No medical/surgical intervention was required. There was a delay in therapy of several minutes and pt outcome is listed as "still alive."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.